Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that the blood glucose is low as 30 mg/dl. Customer took off pump for 3 hours and woke up with it at 41 mg/dl. The current blood glucose was 57 mg/dl. The drive support cap appears normal. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low bg. The patient was disconnected during the rewind sequence. Customer states she changes her infusion set about 6-7 days. Customer stated that, she uses the set until the tape adhesive falls out. Customer reports programming is accurate. Reservoir is showing the same amount of insulin as shown on the status screen. Customer states nothing has changed. Customer reports was not worn during a medical procedure around high magnetic field. Customer advised to change sets out every 3 days but since she is not feeling safe with pump. Customer stated she changes her infusion sets every 6-7 days. Customer advised that infusion sets should change every 3 days. The insulin pump will be returned for analysis.